Event description:
It was reported that the cylinders and pump of this inflatable penile prosthesis (ipp) were replaced as the pump was no longer filling the cylinders. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observations of pump issues. The observed anomaly was determined the most probable cause of the reported events. Device history record (DHR) review: the DHR confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. The cylinders were visually inspected, microscopically examined. One of the cylinders had sharp instrument damage which likely occurred during explant; therefore, it was not pressure tested. The other cylinder passed all tests performed. The kink-resistant tube was worn down to the filament. The ms (momentary squeeze) pump was visually inspected, microscopically examined, and functionally tested. The pump failed both the activation and valve deactivation test. Product analysis confirmed could not confirm fluid leak; however, it did confirm pump anomalies, which are likely to have affected the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were replaced due to fluid loss and patient dissatisfaction. The pump was no longer filling the cylinders. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Correction information provided in: a1 patient identifier, a2 date of birth, a2 age at time of event, a3 sex. Additional information provided in: b5 describe event or problem.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were replaced due to fluid loss and patient dissatisfaction. The pump was no longer filling the cylinders. There were no reported clinical consequences to the patient.